Event description:
The 'flow sensor type defective' may occur while using in newborn mode. The flow sensor is new and a pre-use check has been performed. What could be the possible causes of this?

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the information request in question was submitted to hamilton medical ag over 3 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. This information request does not relate to a specific hamilton-c1 ventilator. A root cause could not be determined due to insufficient information.